Event description:
Line was found to be leaking at the line/hub connection under the sorbaview dressing. The line was 25 days old.

Manufacturer narrative:
The complaint was forwarded to our parent company in germany for their evaluation. The investigation summary is as follows: we received one used catheter as a sample. We received a 30 cm nutriline catheter as a sample. A non-vygon needle-free connector was connected to the luer lock hub. The catheter was shortened just distal to the 9 cm marking. The catheter was flushable with a 10 ml syringe without any problems, showing no leakage. During microscopic examination, we found a tear at the junction of the catheter with the fixation wing. The catheter tube was partly torn out of the fixation wing. The fracture plane showed a rough and uneven surface, which is a typical sign of a tensile fracture due to a high tensile load. There are various possible causes that can lead to catheter leakage/tensile fracture: · dressing change - in some instances, the catheter can become adhered to the dressing and additional pulling is used to free it, placing stress on the line which could result in a tensile fracture. · routine care - when lifting the baby to change bedding. · movement - the baby themselves catching the line, normally with a foot, during movement. · use of alcohol-based disinfectant. Based on the product incident report (pir), the customer used alcohol-based chloraprep as a disinfectant. There is a statement in our product's IFU: "be aware that organic solvents such as alcohol or acetone may interact with catheter material and weaken it." And "avoid any contact of the catheter tubing to alcohol-containing disinfectants. This may irreversibly damage the catheter." A review of the batch history records was performed, and no deviations were found. Each catheter is flow and leak-tested during production. The tensile force of the catheter components is randomly checked. Visual tests and incoming goods inspections are conducted with no exemptions found. The batches complied with its specifications and were released. There are no other complaints for batch 8198425 as well as 8206332. There are ten (10) further complaints regarding a leaking catheter which was torn out at the fixation wing on code 4g07125203 within the last three years. This query relates to all complaints that have come to our attention worldwide. Corrective action: as the catheter worked well for 25 days before the leakage occurred, we do not believe this defect is manufacturing-related. No further corrective action was initiated by quality management due to this complaint, as there are no indications of a manufacturing fault. Any manufacturing problems that would lead to a leak would be detected by the user when initially flushing the catheter. When using an alcohol-based disinfectant, we recommend following the catheter handling instructions according to the product's IFU.

Manufacturer narrative:
The malfunctioning device will be returned to the manufacturer for device evaluation and complaint investigation. The results of this investigation are still pending, and will be communicated to FDA within 30 days of its conclusion via follow-up MDR.

Event description:
Line was found to be leaking at the line/hub connection under the sorbaview dressing. The line was 25 days old.